Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by arthrosurface or its employees that the report constitutes an admission that the device, arthrosurface, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023, it was reported to arthrosurface that a right shoulder revomotion implant was revised on a 63-year-old male patient. Approximately six days prior to the revision case the patient presented with "purulent" drainage from the incision site. The surgeon advised that this is generally associated with an acute infection. Based on that, the surgeon and patient decided that the appropriate course of treatment was to perform an additional surgery during which, the joint would be surgically exposed and existing implants would be removed to allow a thorough pulse-lavage wash-out of the joint using a saline and antibiotic formulation (bactisure). The implants were removed without complication. The surgeon did not remove the glenoid baseplate, which is consistent with his standard "wash-out" procedure. Once the implants were removed, and the joint was thoroughly lavaged and the surgeon re-implanted replacement components per the dof dated 6/6. There was no report of any device malfunction. This is one of two reports for the same event. Additional information was solicited.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by arthrosurface or its employees that the report constitutes an admission that the device, arthrosurface, or its employees caused or contributed to a potential patient event documented on this report. On 08june2023, it was reported to arthrosurface that a right shoulder revomotion implant was revised on a 63-year-old male patient. Approximately six days prior to the revision case the patient presented with "purulent" drainage from the incision site. The surgeon advised that this is generally associated with an acute infection. Based on that, the surgeon and patient decided that the appropriate course of treatment was to perform an additional surgery during which, the joint would be surgically exposed and existing implants would be removed to allow a thorough pulse-lavage wash-out of the joint using a saline and antibiotic formulation (bactisure). The implants were removed without complication. The surgeon did not remove the glenoid baseplate, which is consistent with his standard "wash-out" procedure. Once the implants were removed, and the joint was thoroughly lavaged and the surgeon re-implanted replacement components per the dof dated 6/6. There was no report of any device malfunction. This is one of two reports for the same event. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided upon request. The cause of the reported event could not be established based on the limited information provided. A review of the manufacturing record was performed by the manufacturer. All records were found complete and the device was manufactured to specification. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.